Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jan-2019 with the following findings: during investigation, there was no power issue found in the black box. The battery cap attached securely to the pump. The battery compartment was found to be cracked. The pump leaked at the battery compartment. There was no evidence of moisture corrosion. The pump had power. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and a battery compartment leak. This report is made based on results of investigation completed on 24-jan-2019